Event description:
The reamer does not cut properly.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This product of batch 5098596 was manufactured in june 2011 after the improvement requested from manufacturer (fnc 2010-188 for the batches since october 2010). Product analysis: the visual analysis shows worn edges. This product been checked dimensionally at various places (plan dwg-7e070157rev c), the product is in conformity with the definition. The root cause is related to product wear depuy considers the investigation closed. Should additional information be received the investigation will be reopened.